Event description:
My new libre freestyle sensor is giving me inaccurate readings. Hence, affecting my insulin therapy. The actual reading with the blood glucometer was 91 mg/dl. FDA safety report ID # (B)(4).